Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the hospital due to redness around the implant site. The patient was admitted for an infection, and explant of the pg and right ventricular (rv) lead. It was indicated that the patient had no syncopal events, also that there was normal device function, including stable measurements, which were within normal range. The device's were explanted two days later, after the infection was gone. An external temporary pacing system was implanted as the patient is pacemaker dependent. Two after that, a new system was implanted on the right side, and the temporary system was removed. No additional adverse patient effects were reported. The device's were discarded at the hospital.